Manufacturer narrative:
(B)(6). (B)(4). The laser machine was examined and tested by an amo field service specialist (fss). The fss checked and inspected system l2 rotator parts do not spin. The fss cleaned l2 rotator parts and solved integrator not spinning problem. Fss re-calibrated and checked system. Fss also inspected bss on m3 optic and cleaned. The system was verified for all modes of operations and calibrations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
Surgeon reported system stopped during treatment, while laser firing, and gave ''integrator not spinning error''. Treatment was aborted and not completed.

Manufacturer narrative:
Correction required for date received by manufacturer. 12/29/2017 was incorrectly reported in the initial report. The correct date is 1/3/2018 as this is the date it was learned that there was a system interruption while laser was firing and the procedure was not completed in the same visit.